Event description:
Patient states that pump stopped working despite changing the batteries. Patient was issued a new pump and the malfunctioning pump was returned to us. This pump was interrogated in our office and passed all tests. It was sent to our distributor - (B)(4) (B)(6) 2014. They apparently tested it and it also passed. The patient reported that the pump had been working fine until (B)(6) 2014. When it would not turn on despite putting new batteries in. She did not have a ac adapter at home. A new pump was shipped to patient home and old pump returned to our office. It was interrogated and tested in the usual manner, but the problem could not be recreated. We sent pump to our supplier to be tested and they had same results and could not recreate the event.